Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was reading zero for the patient leak. The device was in clinical use when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was reading zero for the patient leak. Rse informed the customer the dashes for the values on the screen indicate the data is under range. The rse informed the customer for patient leak to be displayed the mask and exhalation device need to be selected and possibly the exhalation port test ran. Suggested they discuss that with respiratory therapist. The rse advised the customer to perform a full performance verification test (pvt) and address any issues found. An investigation is still ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.